Manufacturer narrative:
Batch review performed on 07 jun 2019: lot 150181: (B)(4) items manufactured and released on 17-apr-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On may 14 we were informed about the complaint. The revision surgery was performed on may 15. The patient came in complaining of pain due to a loose stem. The surgeon revised the stem and head and the surgery was completed successfully.